Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2017 with the following findings: review of the black box data revealed records of pump rebooting. On examination, the battery compartment was cracked and the returned battery cap had stripped threads. The battery cap measurements were evaluated and determined to be within required specifications. Investigation confirmed the alleged damage. The returned battery cap was not able to maintain electrical connection when placed on the pump. With the damaged cap in place, power loss and rebooting was duplicated. A test cap was used to complete the investigation. With the test cap in place, the pump powered on normally without alarm. The pump was exercised for 24 hours without any interruption in power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. The reporter stated the battery compartment was cracked and the yellow o-ring on the battery cap was visible at the time of the power issue. The reporter further stated the battery cap was not able to be tightened properly this complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.